Event description:
A report was received that during a trial procedure, the patient was experiencing loss of sensation and weakness in her left leg. The physician aborted the procedure. The physician believes that the procedure caused the problem. The patient is reportedly doing well and her symptoms are resolving.

Manufacturer narrative:
The lead was not returned to bsn as it was discarded by the medical facility.